Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to close could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. The foot completely retracted into the guide with no resistance noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided and return device analysis, a definitive cause for the reported difficult to close could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a multi-access arteriotomy closure of a right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, four prostyle devices were successfully pre-placed (two at each access site). However, on three of the devices, after device removal, the foot plate was observed to be slightly open. The sheath was upsized to 18f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported this was a multi-access arteriotomy closure of a right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, four prostyle devices were successfully pre-placed (two at each access site). However, on three of the devices, after device removal, the foot plate was observed to be slightly open. The sheath was upsized to 18f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are being filed under separate medwatch reports.